Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed tube damage not reported by the site. The distal end of the main tube has various scratch marks with light material removal. The scratches are .080 - .200 in length and not aligned with the tube axis. Engineering concluded that damage may have likely been caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during reprocessing following a da vinci s low anterior resection procedure, it was noted that the cadiere forceps instrument had a small jagged wire at the tip. No patient harm, adverse outcome or injury was reported. The planned procedure was completed successfully.